Event description:
Caller reported a cgm error with code 42 related to the g6 sensor. There was no reported impact to the customer¿s blood glucose level. Tandem technical support provided the caller with complete pump reset instructions, and the caller intended to reset the pump at their convenience, with plans to follow up if the issue persisted.